Event description:
It was reported that during the implant procedure and while disconnecting the analyzer from the lead, the doctor noticed that the connector pin of the lead was able to move within the insulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix mechanism; the analyst noted that the gap between the pin cap and insulation is within product specifications; full lead returned and analyzed.